Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during on going use, the right ventricle (rv) lead was showing high pacing (threshold) values. The patient is being monitored by latitude, and will be followed up with, and the pacing threshold will be reevaluated. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is used to capture the medical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. No noise could be produced through isometrics and pocket manipulations. Boston scientific technical services (ts) recommended performing troubleshooting again while measuring impedance measurements. No adverse patient effects were reported. The lead remains implanted and in service. New information received indicates that this rv lead exhibited increasing pacing impedance measurements with current measurements exceeding 2,000 ohms. The physician expressed concern of a lead fracture. Ts reviewed the available information and noted that there does not appear to be evidence for lead mechanical issues and that the observed lead behavior appears consistent with lead tip interface issue. Ts recommended review of complete system under x-ray.